Event description:
Customer reported that the unit works only in voice mode with no tone. There was no pt incident or injury reported.

Manufacturer narrative:
Results: - evaluation of the returned product confirmed the reported issue. Functional tests revealed the voice message does not play. Also when set to voice and tone mode, neither the voice or tone play. (B)(4).